Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the deltoid, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025, his cgm displayed 40 mg/dl so they drank some coke. The patient states the cgm value did not change, he did a fingerstick and the bg was 600 mg/dl. The patient reported experiencing frequent urination, very thirsty and sleepy. The patient self-treated with 5 units of insulin. After 3 to 4 hours, he took another 2 to 3 units of insulin. The patient reportedly recovered after 9 hours. At the time of the report (07/10/2025), the patient was feeling agitated and sleepy. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.